Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that an ¿ins in box¿ error message was displayed on the patient programmer, indicating that the implantable neurostimulator (ins) device was still in shipping mode. Troubleshooting steps were performed on the call. The manufacturer representative used a clinician programmer 8840 to address the issue, but it wasn¿t resolved. It was noted that the manufacturer representative did not try the red therapy stop key or attempt a short physician mode reset (pmr). The manufacturer representative mentioned that they would be meeting with the patient to try to interrogate the ins. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on (B)(6) 2018. It was reported that the representative read the battery with their clinician programmer and no error appeared. When they went to use their patient programmer the code was gone. The cause remained unknown and the error message had been resolved. It was further reported by the patient's healthcare provider (hcp) on (B)(6) 2018 that the cause of the ¿ins in box¿ error message was not determined. No further complications were reported or anticipated.